Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial implantation approximately twenty-two (22) years ago. Subsequently, the patient underwent a revision approximately three (3) weeks ago due to having a small cyst under the tibial tray. During the revision, screws were removed from baseplate after poly was removed and the cyst was filled with cement through the screw holes in the base plate, new poly was placed back insitu. Base plate itself was not removed at all. The screws that were in the base plate were removed, primary base plate left insitu (well-fixed and secure) and the holes that were left from the screws were filled with bone cement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 00595203012; lot# 78421900; item# unk tibial tray; lot# unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.